Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a control board issue. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure. The customer stated the failed drawer caused the entire station to turn off. There was a delay in dispensing medications as the users had to request medicines from the pharmacy. There were no adverse events or injuries reported based on this incident.